Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during the priming process. The customer's blood glucose was 457 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that insulin did not exit the tubing when manually pushing the plunger. Advised customer to return the infusion set and reservoir. Nothing further reported.